Event description:
It was reported that the battery level drops to level 1 on the remote control in less than two days even if the battery is fully charged. A database analysis was performed and it revealed that the implantable pulse generator ipg shows signs of premature battery depletion. Additionally, it was reported that the patient experienced a fall and that the ipg implant position was hit strongly.

Event description:
It was reported that the battery level drops to level 1 on the remote control in less than two days even if the battery is fully charged. A database analysis was performed and it revealed that the implantable pulse generator ipg shows signs of premature battery depletion. Additionally, it was reported that the patient experienced a fall and that the ipg implant position was hit strongly. Additional information was received that the physician does not believe that the fall was device related, and does not know the reason for the fall.